Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd insulin syringe experienced leakage and product damage while still considered operable. The following information was provided by the initial reporter: last time, I received a box of syringes with needles much larger than normal. This is dangerous for me, as the needle always punctures a vein and ends up leaking a lot of blood and insulin, leaving me in doubt if the my body received enough insulin.

Event description:
It was reported that the unspecified bd insulin syringe experienced leakage and product damage while still considered operable. The following information was provided by the initial reporter: last time, I received a box of syringes with needles much larger than normal. This is dangerous for me, as the needle always punctures a vein and ends up leaking a lot of blood and insulin, leaving me in doubt if the my body received enough insulin.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be reviewed. See h.10.